Manufacturer narrative:
Additional information added in section b5. Correction in h6 health impact code. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
A new event description was received on february 17, 2025 stating the following: the unit stopped working with a repeating tapping sound, and there was a pressure spike and instability. This occurred almost at the end of the surgery, which lasted approximately 1.5 hours. The unit returned to normal after the staff nurses restarted it a few times. The surgery was successfully completed, and the patient was discharged without any complications. According to this new information the issue with the device happened during surgery and not prior surgery before bringing in the patient.

Manufacturer narrative:
The device in question was returned to the manufacturer on january 9,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the nurses routinely check the system before bringing in the patient. The pressure spike/unstable pressure occurs before the patient is called." No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the returned device was sent to the manufacturer for inspection. The customer also provided a video showing the "pressure spike and instability" issue. During the manufacturer's technical inspection, the error description provided by the customer ("the unit stopped working with a repeating tapping sound, and there was a pressure spike and instability. As also shown in the provided video, could be confirmed. The inspection of the unit showed worn parts and dirt inside the high-pressure valve as well as in the control valve, and due to this the hd sensor also did not work correctly. It is concluded that these abnormalities could cause the issue seen in the video provided by the customer. When the control valve is dirty, the valve could be leaky by the dirt and cause the issue as seen in the video. The event is filed under internal karl storz complaint ID: (B)(4).